Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted after a syncopal event and fall. The patient reported a brief loss of consciousness. Intravenous fluids were administered after the patient was found to be hypovolemic on exam. The patient started jardiance a few days prior so the event was attributed to over diuresis. The left ventricular assist device (lvad) team reported slight vibration over the distal sternum and auscultation found odd sounds. Many pulsatility index (pi) events were noted in the patient's event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. Additionally, the reported abnormal sound coming from the device could not be confirmed through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, is currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. Section 6 of the IFU, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. This section also provides information regarding the recommended anticoagulation therapy and inr range. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ of the patient handbook state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm).¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jan2022. No further information was provided. The manufacturer is closing the file on this event.